Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that match-es the serial number on the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. An unopened/sealed semi-finished insertion kit was returned with the sample; no abnormality was noted with the kit. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0065in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of the "intra-aortic balloon could not be fully inflated" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported ", after inserted, fluoroscopy using x-ray revealed that the intra-aortic balloon could not be fully inflated during inflation, and after withdrawal, the catheter was found to be broken and leaking. The catheter was replaced on fluoroscopy and inflated completely". The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported ", after inserted, fluoroscopy using x-ray revealed that the intra-aortic balloon could not be fully inflated during inflation, and after withdrawal, the catheter was found to be broken and leaking. The catheter was replaced on fluoroscopy and inflated completely". The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".